Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported per medwatch report that when starting right radial arterial line, got flash and advanced catheter. Attempted to remove spring wire guide (swg) and met resistance; anesthesiologist provided assistance. As swg was being pulled out, it began to unravel. Swg was viewed under fluoroscopy. Swg removed per open exploration of right radial artery.